Manufacturer narrative:
Please refer to the attached report the last electrical manufacturing test was on 14 may 2024. The device was not implanted. On (B)(6) 2025, the battery voltage was measured at 2.98v. As described in the user manual, the device should not be implanted if the battery voltage is below than 3v. - files analysis (data file dated (B)(6) 2025) revealed that no battery reforming was performed since the device manufacturing. Based on files analysis, this device is probably affected by a software bug: a programming action should have switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the battery curve, and deactivates the battery reforming until the device implantation. The switch into a specific mode after reprogramming (except activation and deactivation of the shocks) is not expected. It should be noted also the battery voltage is sensitive to low temperature. The battery voltage can recover at warmer temperature. The switch into the specific mode occurred probably mid-2024. This case is retained for trends purpose.

Event description:
Reportedly on (B)(6) 2025, at (B)(6), I was supposed to implant the subject device, but as soon as I interrogated it, the device showed a voltage of 2.98 v with a voltage value updated to (B)(6) 2025. Therefore, the device was not implanted. I would like to point out that the device's expiration date is march 25, 2026. Furthermore, the device has 7 observations and warnings as shown in the attached photos.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly on (B)(6) 2025, at the (B)(6) hospital in (B)(6), I was supposed to implant the subject device, but as soon as I interrogated it, the device showed a voltage of 2.98 v with a voltage value updated to (B)(6) 2025. Therefore, the device was not implanted. I would like to point out that the device's expiration date is (B)(6) 2026. Furthermore, the device has 7 observations and warnings as shown in the attached photos.